Event description:
The staple was found jamming during usge on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the staples appear slightly misaligned. The stapler was returned with 19 staples left in the cover block indicating that at least 16 were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple was able to properly form and fire. On the next 2 attempts, no staples fired. Then the next staple properly fired followed by 2 more attempts where no staples fired. An attempt was made to manually realign the staples. Once reassembled, the next 5 staples properly fired. The remaining staples were fired into a skin pad to simulate skin insertion. All 11 remaining staples were able to fire and release into the skin pad. However, it appeared that the misalignment of the staples was preventing the staples from consistently moving down the track and into the forming tool. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples were slightly misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing. The sample was disassembled, and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A CAPA was previously opened by the manufacturing site to further investigate visistat jamming issues.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73d1900394, investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was found jamming during usage on the patient.